Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. Fa found the primary failure of broken joint assembly to be related to the customer reported complaint. A visual inspection was performed, and the instrument was found to have broken cardan shells. As a result, the cardan shaft was dislodged. The root cause of these failures is attributed to mishandling or misuse. Additional observations not reported by site were also identified: the curved-tip stapler 30 instrument was found to have a broken grip cable at grip housing. The broken piece was not returned with the instrument. The root cause is attributed to a component failure. The instrument was found to have a broken steering wire, causing the steering cables to be dislodged. The root cause of this failure is attributed to mishandling or misuse. The instrument was found to have a firing failure based on log reviews. The root cause is not determinable/applicable. This instrument will be transferred to engineering for further investigation. No image or video was available for review. A review of the device logs for the curved-tip stapler 30 (part number 470530-08/lot number t10220627 0027) associated with this event has been performed. Per this review of the logs, the curved-tip stapler 30 instrument was last used in a procedure on (B)(6) 2022 via (B)(4). The alleged instrument had 37 uses remaining after this last usage. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted pulmonary wedge resection surgical procedure, the curved-tip stapler 30 instrument was found to be broken. The procedure was completed with no reported injury. The intuitive surgical endowrist stapler 30 instrument and stapler 30 reloads are intended to be used with a compatible da vinci surgical system for resection, transection and/or creation of anastomoses in general, thoracic, gynecologic, and urologic surgery. The device is indicated for adult and pediatric use. The device can be used with staple line or tissue buttressing material. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 2-oct-2022: the curved-tip stapler 30 instrument was found broken on the shelf, so there is no further information that can be provided.

Manufacturer narrative:
Failure analysis further investigated and found the logs do not show any failures beyond the one firing failure that occurred on the instruments second of four installs. Actual completion percentage for the partial fire was 62 percent. Various distal end components are broken, preventing the instrument from being used in its current condition. It is unlikely that these components broke during the procedure. One additional observation was that the yaw pivot pins were broken, resulting in the pivot plate separating from the channel. This damage is likely due to mishandling/misuse after the procedure. Root cause of damage is mishandling or misuse.

Event description:
Refer to h10/h11 for follow-up information.